Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged after the pocket was closed. They noted a loss of sensing as they left the room. The patient was brought back to the ep lab and the lead was repositioned several times, but lead kept falling out. When the lead was removed, the coil was full of tissue. Another implantable transvenous defibrillation lead was attempted and the same thing kept happening with the second lead. When the second lead was removed, they noted that the helix would no longer operate at all.